Event description:
It was reported that the insulin pump alarmed motor error. The customer's blood glucose was 199 mg/dl. The caller stated that the day before the phone call, while they were changing the infusion set, the insulin pump kept alarming motor error during the rewind process. The customer was treated with a manual injection. But, in the morning of the phone call the insulin pump seem tot be functioning properly. The customer does not use the sensor feature. They were able to rewind the device. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.